Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had a cracked battery compartment with moisture corrosion present. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4) animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2014 with the following findings: on examination, the battery compartment was found to be cracked at the threads with visible moisture corrosion inside the battery compartment. The battery cap that was returned with the pump for investigation was intact, without damage and able to be fastened properly to the pump. Leak testing revealed a leak at the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture on the interior pump components or the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).